Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction with no image would likely be a faulty main board, while the probable cause for the malfunction with the front panel switches not working would likely be a faulty front panel unit. The event can be prevented by following the instructions for use which state: ensure proper power condition at site (proper grounding and no voltage fluctuation). During fumigation equipment must cover or moved to other area. Prevent the equipment to hit with hard surfaces or dropped during movement from one location to another. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center image wasn¿t properly coming in. The device was returned for evalaution. During the device evaluation the following reportable malfunctions were found: no image on the monitor, and front panel switches not working. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated by olympus and the customer's allegation was confirmed. The main board and front panel were found to be faulty. Additionally, the following issues were found during the device evaluation: flickering image due to defective receptacle unit; receptacle unit pins are rusted, bent and loose; washers missing from receptacle unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.